Event description:
The reporter stated that reporter did meter to lab comparison tests, within 5 minutes. Reporter's meter reading was 62mg/dl, and the venous lab test result was 117mg/dl. Reporter did not have any symptoms. Control solution testing was done, with results that were low out of range, 72 and 64 (102-153). Reporter's test strips were discolored. No other info at this time. Followup attempts to reach the reporter have been unsuccessful.